Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported side right capsular contracture baker grade IV. Device remains implanted. Patient later reported "painful harder" for right side and "sparse folding".

Event description:
Patient later reported "painful harder" for right side and "sparse folding", amount of fluid, "a hypoechoic, oval and circumscribed nodule, with echogenic beams in between and the longest axis parallel to the skin, with no flow on doppler study, located in the upper lateral quadrant of the right breast, at 10am, measuring 1.3 x 0.4 x 1.2 cm, 0.5 cm from the skin, in the anterior axillary line, "intramammary lymph node in the lateral lower quadrant of the right breast, in the anterior axillary line, measuring 1.0 cm"and recall.